Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two other complaints reported to this lot and appear to be related to a potential product quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while connecting the 3-way stopcock to the flush port, the lumen of the dilator was unable to flush. The 3-way stopcock was removed, but the issue recurred. A guidewire was then inserted into the rotating valve of the dilator, but guidewire was unable to advance due to the lumen was closed. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.